Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during device interrogation the morning after the new system was implanted and after a challenging case due to patient anatomy, intermittent loss of capture was observed on the left ventricular lead. After different tests were performed, physician believed the loss of capture was due to patient¿s breathing. X-ray taken noted the left ventricular lead was still in place. Physician elected to keep device programmed as is with biventricular pacing. Future possible lead revision was discussed. Patient was stable and will continue to be monitored.

Event description:
New information received notes the left ventricular lead was explanted and replaced. Patient was stable post-procedure.